Event description:
Baxter pump programed to give 10mg gentamicin with a 5ml syringe over 30 minutes. Syringe needed to be attached three times for the plunger to register as engaged. Pump alarmed and said infusion complete and flush started by second registered nurse (rn) in room. When rn reporting came into room, gentamicin syringe at bedside had 1ml remaining. Md notified and no new orders.